Event description:
It was reported that insulin was not being delivered from the cartridge. Reportedly, customer was using off label insulin which was cold at the time of use within the pump. Tandem technical support educated the customer on proper insulin use and customer acknowledged. Customer's blood glucose level was 492 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.